Event description:
On monday, june 28 at 3:30 p.m. A housekeeper plugged a buffer into emergency circuit in hall which was same circuit vent on in patient room. Vent shut down and went into alarm mode. Respiratory responded and vent had lost settings althought it had battery back-up. Unit was requested by respiratory and checked to ensure battery back up worked. On monday, 7/5/93 at 6:30 a.m. Vent shut itself off and went into self test mode and restarted itself. Thete was no alarm. This occurred while respiratory therapist was in room. Cause unknown. Circuit was checked by master electrician. Power to circuit was ok. No evidence of a power surge. At that time decision was made to change out ventilator.